Event description:
It was reported that during the procedure the accunet recovery catheter would not cross the stent. A second recovery catheter was used successfully. There were no patient effects reported. The additional product used to remove the accunet is considered medical intervention to prevent serious injury.